Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had received blank display. Customer¿s blood glucose level was unknown. Customer also stated that the contacts on the battery cap was not missing or damaged and battery compartment was neither damaged nor corroded. Customer stated that the display did not return. Insulin pump will not be returned for analysis.